Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 312 and blood glucose was over 400 mg/dl. Customer also received lost sensor. After troubleshooting, customer was advised to call back should issues persist and to monitor situation. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.